Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having some type of procedure and that they were getting interference of some kind on their equipment. The patient had two implanted neurostimulators. The operating room wanted to shut off the patient's device. It was reviewed that they may be able to use the emergency stop on the clinician programmer to get interstim off. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.